Event description:
A (B)(6) customer's daughter accidentally cut her two fingers while attempting to remove the lancet from the mother's microlet2. There was no mention of the need to treat the cut. The product is expected to be returned for evaluation.

Manufacturer narrative:
The patient information was not provided. Lancing device are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.